Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the corrosion was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, two light guide lenses are corroded. There was no patient involvement.